Event description:
The manufacturer received information alleging pneumatic test step had failed on a trilogy ev300 device. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 device was evaluated by a philips service engineer. During the evaluation it was noted that the device's machine flow sensor had contamination causing the pneumatic test step to fail on the device. In conclusion, the device's machine flow sensor was replaced to address the issue. The root cause is confirmed at this time.